Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that this patient was hospitalized with complaints of high power, elevated lactate dehydrogenase (ldh) and plasma free hemoglobin levels, and hematuria. Echocardiogram results revealed thrombus hanging on the inflow cannula. The patient was treated and the event considered resolved on (B)(6) 2015. No further information was provided

Manufacturer narrative:
Additional information received indicated that the device was exchanged. The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was not returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed as controller log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the medical team believes the event to be potentially related to the patient and device, based on the available information a definitive conclusion cannot be made regarding factors contributing to the reported pump high watts and suspected thrombus; however lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. In addition the patient had a past medical history (atrial fibrillation) that may have contributed to the reported event. The most likely root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event.